Manufacturer narrative:
Per tandem user guide: do not reuse cartridges. Reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: residual insulin remaining in the cartridge is unusable. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported reusing insulin from old cartridges and occasionally reusing cartridges. Customer was instructed not to reuse cartridges or reuse residual insulin from old cartridges per the user guide. Customer changed pump supplies to address the issue and resumed insulin delivery. Customer's blood glucose was approximately 200-500 mg/dl.